Manufacturer narrative:
Section a4: patient weight was requested, but not provided. Section d1 brand name: corrected. Section d4 catalog number: corrected. Manufacturer's investigation conclusion: the reported event of damage to the modular cable was not confirmed. The submitted log file contained approximately 5 hours of relevant data (B)(6) 2024 from 07:58:18 ¿ 13:35:04 per the timestamp). The data in the log file did not indicate any issues with the modular cable. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The modular cable was not returned for analysis. Multiple attempts were made to obtain additional information, including if any photos of the damage to the cable were available for review and if the damage was more than superficial; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 7132504, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable had exposed wires and damage, so the cable was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.